Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that she experienced a low blood glucose and was taken by an ambulance to the hospital where she was treated with oral carbohydrates and intravenous sodium. The patient was discharge six hours later with a blood glucose of 5.8 mmol/l. The patient reported that while doing a cartridge and set change, she was not sure if she primed while attached or not; shortly after, her bg dropped to 3.5 mmol/l with light headedness and a tingling sensation in her fingers. The patient was reportedly new to the pump but she confirmed that she knew not to prime while attached. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.